Event description:
It was reported that the patient presented for routine generator change. Prior to the procedure it was noted that the right atrial lead had dislodged and been programmed to a non-pacing mode two months post implant. There were no further interventions made. The patient was stable.